Event description:
New information received notes that post-paced t-wave oversensing on the ventricular channel was again observed via remote transmission. Patient was asymptomatic. Programming changes were recommended.

Event description:
New information received notes that post-paced t wave oversensing on the ventricular channel was again observed via remote transmission. Patient was asymptomatic. Programming changes were made and resolved the oversensing. Patient continues to do well.

Event description:
It was reported that non-sustained lead noise due to post-paced t wave oversensing was observed via remote transmission. Patient was asymptomatic. Programming changes were made.